Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received an inappropriate shock due to noise on the right ventricular (rv) lead. The patient's device was interrogated and the rv lead impedance measurements were found greater than 2000 ohms with noise noted upon pocket manipulation. A lead revision procedure was performed and normal lead impedance measurements were obtained through the pacing system analyzer (psa). The connection between the device and lead was checked; the lead was reinserted and tested three times with the existing device and impedance measurements were still high and varied from 600 to 2000 ohms. The lead was then surgically abandoned and the device was explanted. A new rv lead and device were successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All sealplugs were intact and all setscrews moved freely. The lead seal witness marks, indicated that all three leads had been fully inserted. There was no evidence of cross-threading on the rv setscrew. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed and again, normal device function was observed. A review of the daily rv lead impedance measurements noted that the impedance measurements had been greater than 2000 ohms starting approximately (B)(6) month(s) post implant, and increased in frequency until the device was removed from service. The associated rv lead had been capped, thus unavailable for integrity testing. Laboratory analysis of the returned device, was unable to confirm the reported clinical observations, as returned product testing confirmed normal operation with no manufacturing anomalies observed.